Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that no issues were found, and the device appeared to be in good condition.

Event description:
It was reported that catheter issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After 2 runs the catheter was removed and then the catheter came apart on the table. There was no patient complications reported.

Event description:
It was reported that catheter issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After 2 runs the catheter was removed and then the catheter came apart on the table. There was no patient complications reported.